Event description:
One touch profile meter would not power on. The meter had been used the previous night. The patient stated, "they did not have symptoms, however, then had an unexpected hypo event" they unsuccessfully attempted to test. The spouse gave them an injection to glucagon because the patient "was taking longer than usual to come around" and called the paramedics who monitored pulse, breathing, and blood pressure. No treatment given, no transport. No indication blood glucose was checked. Based on the information obtained from the reporter, there is evidence the product malfunctioned due to the power issue; however, no indication that the product contributed to the event. The symptoms preceded the attempted testing. The patient had been able to use the meter the night before. The patient had symptoms of hypoglycemia and was treated for hypoglycemia. Events surrounding the incident are unknown. The meter was replaced with return expected . Product malfunction.